Event description:
Boston scientific crm received information that both the left ventricular (lv) and right atrial (ra) leads exhibited impedance measurements greater than 2500 ohms. An x-ray revealed that both of the leads were crushed at the left clavicle. The lv lead was explanted and the ra lead was surgically abandoned. New ra and lv leads were successfully implanted. No adverse patient effects were reported.